Manufacturer narrative:
Mindray service representatives were unable to duplicate the issue.

Event description:
Customer reported the accutorr v monitor displayed a high pulse rate. No pt injury was reported.